Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 08/29/2018 stating that this lead had jumpy impedance between 500 ohms to 2000 ohms. The physician was unknown at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).